Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated 2 patient samples generated falsely depressed tsh when processing on the architect i1000sr. Patient 2 tested architect tsh of 0.03 uiu/ml but roche method 2.20 (no unit of measure provided). Patient 2 is (B)(6) female. (Reference range for pediatric 4 to 30 days old is 0.75 to 25.0 uiu/ml.) Patient 4 tested architect tsh of 0.46 that repeated 0.67 uiu/ml. A new sample was obtained and tested 4.96 uiu/ml. A third sample was obtained the following day with architect tsh of 7.89 uiu/ml. Patient 4 is (B)(6) female. (Reference range for pediatric 1 to 12 months is 0.8 to 6.3 uiu/ml.) No impact to patient management was reported for either patient.

Manufacturer narrative:
The customer stopped direct sampling of serum separator tubes (sst) on the analyzer and replaced the pipettor probe; however, erratic tsh results continued to occur. Results of low and normal patient pool precision studies in addition to a low qc precision study were satisfactory. The customer considered the erratic patient results to be related to sample integrity. Field service (fse) investigated the issue on site and identified the likely cause to be a leaking trigger 100 ul buffer pump and a pressure monitor sensor that was replaced due to a high number of aspiration errors. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic tsh results since the fse replaced the trigger pump and the pressure monitor sensor. The architect system operations manual provides information for troubleshooting the reported issue and limitations of result interpretation. Furthermore, the architect tsh package insert adequately addresses acceptable samples and sample handling, including warnings that insufficient sample processing or disruption of samples due to transportation or sample handling may cause depressed results. A review of a 12 month search for similar complaints identified no adverse trend of either the 100ul buffer pump or the pressure monitor sensor. A review of the i1000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic results described in this complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. A leaking trigger pump and a pressure monitor sensor were replaced by the fse; however, the customer acknowledged sample integrity issues likely contributed to the erroneous results. Based on the investigation performed neither a deficiency nor a malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.